Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported that, since (B)(6) 2015, she had felt stimulation in her legs and bladder, making her feel like she had to urinate all the time. Stimulation was in the wrong location; the bladder was the wrong location. This was noted to have occurred suddenly. Relevant medical history included chronic low back pain and spinal pain. Follow-up was performed to determine what actions were taken to address the stimulation in the wrong location and if the issue was resolved. This event will be updated if additional information is received.